Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient attempted a system controller exchange due to the backup battery (ebb) alarms without guidance. The patient noted that after the driveline was connected to the backup system controller the pump was not restarted right away so the patient decided to reconnect to the primary system controller. The patient was not pleased with the incident but had no negative outcome. The ebb was replaced on (B)(6) 2024 during a clinic visit. The event log files captured backup battery (ebb) faults on (B)(6) 2024 from 09:29 to 09:50 due to the ebb failing the load test. During the period of ebb faults, there were 2 instances of driveline disconnects on (B)(6) 2024 from 09:36 to 09:37 then at 09:38. The driveline disconnect events both lasted less than 10 seconds and resolved when the driveline was reconnected. There were no other unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange due to backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted ((B)(4)) for review that showed events spanning approximately 5 days (28jun2024 ¿ 03jul2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active on 01jul2024 from 09:29:37 ¿ 09:50:25. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected and reconnected twice on 01jul2024 between 09:36:48 - 09:38:10. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.